Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. Visual and functional testing were performed. Visual inspection found damaged (lcd) liquid crystal display and worn line cord. Functional testing found pole clamp was fine and (lcd) liquid crystal display was broken. The root cause of the reported issue was found to be liquid crystal display (lcd) was broken. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147. No product information has been provided to date

Event description:
It was reported that the pole clamp was broken. No patient injury was reported.